Manufacturer narrative:
The device was repositioned, therefore remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient presented to the hospital on (B)(6) 2019, with a perforation in the right ventricle, which was likely caused by the rv lead that was implanted the week prior. The patient underwent lead revision the following day. No further patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient presented to the hospital on(B)(6) 2019, with a perforation in the right ventricle, which was likely caused by the rv lead (7742) that was implanted the week prior. On (B)(6) 2019, a surgical review was done with the patient's pacing system. The old rv lead, model 4457 had been previously capped, and removed from service on 14may2019. During the surgical review, the 7742 lead was tested and all sensing was within normal range, however it would not capture the heart at maximum output. The physician decided to test the 4457 lead, and pacing characteristics were found to be in line with previous follow-ups over the past 8 years. It was decided to remove the 7742 lead and recommission the 4457 lead. The procedure was completed, without further complication or adverse effects to the patient. The 7742 lead was discarded at the hospital.